Event description:
It was reported by the healthcare provider (hcp) that all of their patients had impedance measurements greater than 1,000 ohms and some over 4,000 ohms. It was also stated by the hcp that "90% of their patients had impedances greater than 2,000 ohms". It was further noted that multiple patients had impedances around 5,000 ohms and were getting therapy benefit. Follow up information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information stated that the problem of high impedance readings was 'always post op' and that they usually 'did impedances at 0.7 and go up if they needed to.' If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).